Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Customer is concerned with all the meter's readings. Customer stated that his meter was reading 20mg/dl above what his normal reads 100-134 fasting and that he is concerned. The customer stated that he was not exhibiting any symptoms and he was feeling well. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/25/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): 173mg/dl (B)(6) 2016 08:30 am fasting: yes; 132mg/dl (B)(6) 2016 08:30 am fasting: yes; 40mg/dl (B)(6) 2016 08:30 am fasting: yes; 43mg/dl (B)(6) 2016 08:30 am fasting: yes; 134mg/dl (B)(6) 2016 08:30 am fasting: yes.